Event description:
It was reported that during an ostial heavily calcified and tortuous right coronary artery stenting procedure, after lesion pre-dilatation, the 3.0x18mm xience stent delivery system was advanced to the lesion. During attempted deployment, the balloon failed to inflate. Connections were checked, but the balloon still failed to inflate. The physician felt it was a connection issue. The device was removed from the patient. Upon removal, it was noted that the stent was not on the delivery catheter. The stent was found in the right iliac artery, lodged between the sheath and the arterial wall. After successfully stenting the lesion with another 3.0x18mm xience stent, the patient was taken to surgery for surgical removal of the dislodged stent. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen, on the shaft, and on the balloon, which is consistent with guide wire advancement and advancement into the body. There was contrast on the shaft, on the balloon, and in the inflation lumen, which is consistent with handling and preparation for use. There were multiple kinks and bends throughout the entire length of the shaft. Since these damages were not noted during the inspection prior to use, or included in the incident complaint, they most likely occurred during the procedure and/or during handling, packaging, and shipment back to abbott vascular for analysis. The stent implant was dislodged from the loosely folded balloon. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. In this case, the lesion was described as heavily tortuous and heavily calcified, which likely contributed to the stent dislodgement and subsequent surgical removal of the dislodged stent. The indeflator used during the procedure was not returned. A new indeflator was used to pressurize the balloon to rated burst pressure and the balloon pressurized easily and held pressure with no leaks or rupture noted, thus the complaint could not be confirmed. The inflation port of the device met industry standards. There was no resistance noted connecting the device to the indeflator and the connection remained tight. In this case, it is most likely that there was a connection issue with the inflation device used during the procedure. This is supported by feedback provided from the account which revealed that the physician believed that the difficulties were related a connection issue and that after the procedure, the sds was checked again, the balloon was able to be inflated. There is no indication of a product quality deficiency. Factors that contribute to difficulty/failure to inflate include but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, contrast dilution, and accessory device support. Additionally, factors that can contribute to stent dislodgement include but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy, previously implanted stents, and accessory devices. A review of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot that would have contributed to this complaint. A query of the complaint handling database for the reported lot revealed no other incidents for failure/difficulty to inflate or stent dislodgement. All stent delivery systems are leak tested prior to packaging, and a sampling of units is destructively tested to verify inflation to rated burst pressure prior to release. All stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.